Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ long term outcomes of endovascular treatment for retrograde ascending aortic dissection¿ peng gy, wang m, yao c, li zl, wu rd, li zh, wang sm, chang gq. Eur j vasc endovasc surg. 2025 jul;70(1):57-66. Doi: 10.1016/j.ejvs.2025.02.041. A.2 <(>&<)> a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿long term outcomes of endovascular treatment for retrograde ascending aortic dissection¿ the time frame of this study was over a nine-year period. Medtronic valiant, talent and non-mdt stent grafts were implanted in the endovascular treatment of a retrograde type a aortic dissections. 85 patients were included in the study. The following malfunctions were reported: type I endoleak, type iii endoleak no further information was provided pertaining to medtronic products